Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 61-year-old female for protected percutaneous intervention (ppci) the patient¿s clinical state prior to support was reported as scai shock stage a. The patient remained on impella support following pci and was receiving systemic anticoagulation. During morning rounds, tinged urine was noted in the foley catheter with suspected hematuria. The impella had been operating at p-9 overnight with flows of 3.7 l/min and no suction alarms. Echocardiography confirmed appropriate device position, and the physician subsequently reduced support. Improvement in urine discoloration was reported thereafter. The impella cp functioned as intended throughout the event at p-9 with flows of 3.7 l/min and later at p-7 with flows of 3.1 l/min, with no reported alarms. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. The patient was later successfully weaned from impella support and survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.